Manufacturer narrative:
The company representative instructed the customer to increase the flow and hold the tip closer to the nucleus and the customer was able to complete the surgery with no patient harm. The case reporter believed the reported event was attributed to user error. No system service performed for this reported event. Therefore, the root cause of the reported event cannot be determined conclusively, without the additional, related, information. The system was manufactured on december 17, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, low vacuum was experienced during phacoemulsification. A company representative instructed the surgeon to increase flow and hold the phaco tip closer to the nucleus. The case was completed without patient harm.